Manufacturer narrative:
This investigation is complete. Should additional information become available, this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on the right ventricular lead. The values had increase gradual over the past year. Due to the elevation of values the lead safety switch was triggered in (B)(6) 2019 and the impedance values were slightly lower in the unipolar configuration. The values had increased once again and the alert was triggered in the unipolar configuration with no noise noted. The patient was seen and will continue to be monitored. No adverse patient effects were reported.